Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device had a hardware low level alarm and that they did not hear the difference between the audio volumes 1 and 5. The customer¿s blood glucose during the incident was 407 mg/dl. The customer wanted to visit the emergency room but decided against it due to monetary concerns. Instead, the customer treated via insulin pump therapy. The customer's blood glucose had not been below 250 mg/dl since sunday, (B)(6) 2019. The auto mode feature was not active and automatically adjusting insulin delivery during the event. During troubleshooting for the hardware low level alarm, the self-test was performed and the alarm recurred. The device failed troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin keypad assembly